Event description:
Clinical study name interrupt af; clinical study ID (B)(6): subject ID: (B)(6) index ablation procedure involving a intellimax mifi oi ablation catheter was performed on (B)(6) 2021. On (B)(6) 2022, the patient experienced symptomatic atrial fibrillation (ae1). Patient was admitted into the hospital and was administered dofetilide oral medication. Issue was resolved (B)(6) 2022. On (B)(6) 2023, the patient again experienced atrial fibrillation reoccurrence (ae2). The patient was implanted an ep loop recorder implant (ilr). During ilr monitoring, recurrence of afib with 20-30% burden was found. Patient underwent a repeat afib ablation procedure to resolve the adverse event, no issues were further noted and patient was discharged on (B)(6) 2023.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.